Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customers blood glucose level was 245 mg/dl. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.